Event description:
During a colectomy procedurer, it was reported by the affiliate that clip legs were malformed/scissored. There was no consequence to the pt.

Manufacturer narrative:
D6; device was not returned for eval.